Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported, the ball plungers were rusted and difficult to operate. This calibrator was originally returned for repair of a "cf0b" error message when the rusted ball plungers were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.